Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a femoral puncture is performed, a navien 072 intermediate catheter was raised, a phenom 21 microcatheter was advanced and positioned in the middle cerebral artery, the microguide was removed and the pipeline vantage was advanced. All the devices were previously prepared according to the IFU. The device was released in the middle cerebral artery and when it was approximately 30% released, the device fell into the carotid artery, leaving the aneurysm uncovered. The diverter was recaptured but it was not re-sheathed and the guidewire remained loose without control of the stent. Therefore, the entire system was slowly and carefully removed until it was successfully introduced into the navien and all the systems are removed. A new microcatheter was introduced and the pipeline vantage was successfully implanted without complications. There was pushwire damage. The pusher was left loose without control on the flow diverter. There was no friction or difficulty. The pipeline was removed from the patient. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. There was no medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. Angiographic result post procedure was successful. The patient was undergoing surgery for treatment of a saccular, unruptured cerebral medium aneurysm with a max diameter of 4 mm and a 3 mm neck diameter. The landing zone was 3 mm distally and 3.4 mm proximally. It was noted the patient's vessel tortuosity was normal. The access vessel was the femoral artery with a diameter of 5 mm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported only one device was used at a time. It pipeline was implanted at the intended location. The device jumped during deployment. The catheter was not moved during deployment. It was clarified there was separation of the pusher with the mesh and it was left uncontrolled. The damage was pusher detachment.

Manufacturer narrative:
H3: the pipeline vantage shield pushwire and phenom 21 catheter were returned for analysis. The pipeline vantage shield pushwire was returned within the phenom 21 catheter. The pipeline vantage shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. The pushwire was returned extending out from catheter hub. In addition, the arms, sleeves and tip coil deployed from catheter distal tip. No bent or kink was found with pushwire. No break or separation was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the distal marker, re-sheathing marker, arms or with the proximal bumper and tip coil. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; and no damages were found. No other anomalies were observed. The total and usable lengths of phenom 21 catheter was measured to be within specification. The pipeline vantage shield pushwire was pushed out from catheter without any issue. The catheter was flushed with water and water exited out of the distal tip. Based on the analysis findings, the pipeline vantage shield could not be confirmed to have ¿pushwire break/separation¿, ¿pushwire kink/damage¿ and ¿movement during delivery¿ as no defect was found with returned pipeline vantage shield pushwire and the pipeline vantage shield braid was not returned for analysis. Therefore, any contributing factors could not be assessed. Possible causes include patient vessel tortuosity, high force delivery, incorrect braid sizing, catheter kick back, insufficient distal anchoring of braid and vasospasm, resistance of delivery wire during delivery/retrieval, over-manipulation, and user resheaths more than 2 times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.